Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). The local representative reported that the clinician was interrogating this patient's device and a red screen was displayed on the programmer screen. The clinician depressed continue and no further issues were encountered. The summary report was printed and a da error code was identified. Ts explained that the memory corruption had been self-corrected by the device. No further action was required if the device check was normal. No adverse patient effects were reported. The available information suggests that this device remains in-service.